Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device would not calibrate and "requires repair". No patient involvement.

Manufacturer narrative:
Corrected g4, h6(methods, results, conclusion), h10. A review of the device history record for (B)(6) was performed from date of manufacture 01/20/2016 to present date 12/02/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem cannot be determined. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device would not calibrate and "requires repair". No patient involvement.